Event description:
It was reported that the patient was recharging more than expected. The patient had been implanted for a week and the battery was fully charged at implant. The battery went ¿dead¿ within 4 days. The patient recharged it, but it only lasted 2 days. The battery was recharged again on the day of this report. The electrode impedances ranged from 2000-2200. It was later reported that the implantable neurostimulator (ins) was depleting in a couple of days. There were 6-8 coupling bars during recharge. Recharge interval estimation gave a range of 6 to 7.5 days for recharging. It was later reported that impedance testing was done and all were within range. No malfunctions were seen and the cause of the issue was not determined. The patient began ¿cycling.¿ the patient was doing much better and was able to stretch the recharge interval to seven days. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37761, serial# (B)(4), product type recharger. (B)(4).